Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that insulin pump had frozen display. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to battery tube power connector not connected properly to electrical board . Connected power connector and continued testing. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected frozen display noted during testing.